Event description:
Boston scientific cardiac rhythm management (crm) received information that during a recent scheduled follow-up, this implantable cardioverter defibrillator (ICD) exhibited battery indicator of elective replacement (eri). The device has been implanted and in service for approximately 2.6 years and the physician indicated replacement would be scheduled; however a date not communicated. No adverse patient effects were reported. Subsequent information indicates the device has since been explanted and returned for analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report.